Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 402 mg/dl, which he stated may have been due to overeating. The customer reported that his blood glucose level got as high as 504 mg/dl after a correction bolus had been administered. The customer reported that symptoms of the high blood glucose levels are that his face would heat up and he'd feel fatigued. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.